Event description:
Patient status post liss procedure implanted with plate and screws on (B)(6) 2011, returned to surgeon complaining of pain. X-rays taken on an unknown date showed three out of ten screws as broken. Patient was returned to operating room on (B)(6) 2012, for removal of all ten screws. Patient was not revised to any new hardware as fusion was achieved. Hospital is in possession of the explanted hardware. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.